Event description:
It was reported that a patient who was treated for underlying reflux with links procedure was unfortunately suffering from significant dysphagia and has had the links magnetic band removed. Despite this the patient has been struggling with ongoing dysphagia with ph manometry studies confirming the raised lower esophageal sphincter pressures in keeping with spasm achalasia.

Manufacturer narrative:
(B)(4). Initial reporter name and address left blank. Exact country is unknown. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what country is this complaint from? What is the product code? What is the lot number? What was the date of implant? When was the explant date? What is the status of the patient? Will the device be returning for analysis? Can you share the results of the ph manometry test?

Manufacturer narrative:
(B)(4). Date sent: 6/1/2022 g3 and report submission due date.